Event description:
It was reported that the ultrasonic core fractured in half, requiring intervention. This 106x12cm ekosonic endovascular device was selected for use during a bilateral subclavian ekos procedure. After the catheter was placed and therapy was started, a device temperature too high error was observed. The console was replaced, and additional errors were observed which were unable to be resolved. The catheter was therefore used as a standard lytic catheter. The following day, additional errors were observed; therefore, a catheter issue was suspected, and the patient was brought back to the catheterization laboratory for thrombectomy. During the procedure to remove the ultrasonic core, it was found to have been fractured in half, and snaring was required to remove the fractured piece. There were no patient complications as a result of this event.

Manufacturer narrative:
Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review of the ekosonic catheters device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the ultrasonic core fractured in half, requiring intervention. This 106x12cm ekosonic endovascular device was selected for use during a bilateral subclavian ekos procedure. After the catheter was placed and therapy was started, a device temperature too high error was observed. The console was replaced, and additional errors were observed which were unable to be resolved. The catheter was therefore used as a standard lytic catheter. The following day, additional errors were observed; therefore, a catheter issue was suspected, and the patient was brought back to the catheterization laboratory for thrombectomy. During the procedure to remove the ultrasonic core, it was found to have been fractured in half, and snaring was required to remove the fractured piece. There were no patient complications as a result of this event.